Event description:
Reporter stated the menu button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. The menu and check buttons do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the housing.